Manufacturer narrative:
(B)(4). The device was manufactured from april 2, 2014 to april 3, 2014. Evaluation summary: the device was returned for evaluation. Visual inspection identified black spots, ranging from 0.02 to 0.10 mm in size, on the outer surface of the tubing. The black spots were not in the fluid path. The black spots were determined to be morphologically consistent with ink spots. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The cause of the spots was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up MDR will be submitted.

Event description:
It was reported that the tubing of a small volume intermate was contaminated at an unspecified location. This was found before use. There was no patient involvement. No additional information is available.